Event description:
Patient moved arm up and argon neonatal PICC line snapped in half causing patient to lose central access. Neonatal PICC was secured per neonatal intensive care unit policy, extension tubing beyond dressing is where the line snapped in half. Patient had total parenteral nutrition (tpn), lipids, and prostaglandins (pge) running through line. Neonatal PICC pulled from patient's arm, line intact and saved in biohazard bag. Patient going for open heart in or this morning. Patient on pedialyte for feeds after midnight and nothing by mouth (npo). Patient required IV 10% dextrose solution (d10) to replace tpn, and now requiring q3 glucose checks. Manufacturer response for neopicc, first PICC s/l (per site reporter): bumct has reported two other events with broken PICC line that occurred at the hub. Argon has not responded to the hospital in response to medsun reporting except to retrieve broken devices.